Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Improperly disconnecting/not closing the patient line clamp is known to cause a leak. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains that the patient must close the clamp on the patient line and close the transfer set prior to actually disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a leak, which occurred during use of the homechoice (hc) device for peritoneal dialysis (pd) therapy. The patient stated that they were in dwell and they disconnected themselves but did not close the clamp on the patient line which resulted in solution coming out and going on the floor. The patient was going to start over with new supplies and the technical service representative (tsr) assisted the patient to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.